Manufacturer narrative:
Integra has completed their internal investigation on september 1st, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the s.f clamp subassembly primarily comprises of a 4044011 .75 serrated clamp and a 4043011 .50 serrated clamp, which lock together when the handle is placed in the locked position. In the locked position, the starburst teeth do fully engage with no visible gaps present yet the handle does not align parallel to the field post. The received field post exhibited signs of misuse with clear indications on the 4047011 cam body and the 10480 handle subassembly. DHR review; no abnormalities related to reported incident found. Complaints history; no additional complaints in a two year look-back conclusion: it¿s apparent the end user overexerted force on the handle during locking motion, which subsequently caused permanent deformation on the cam body and handle.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the complaint was originally to fix a retractor that was becoming loose on larger patients during surgery. No patient injury was reported.